Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed droplets of dialysate fluid outside of the dialyzer header during therapy. The specific defect that allowed the leakage was not visible in the photos or video. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leakage event was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the header of a theranova 400 during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.